Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the interconnect cable and the system interface board as well as formatted the system hard drive and reloaded the software. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not produce fluoroscopic x-ray when the switch was depressed. No patient injury was reported.